Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative result while using the architect total b-hcg reagent. The customer provided the following results (miu/ml): (B)(6)): (<1.2 (negative), no retest. The physician indicated that the patient had undergone in vitro fertilization and embryo transfer 10 days earlier; and was pregnant. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 57901ui00, was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: conclusion code. (B)(4) is being replaced by (B)(4).